Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil at 12.1cm to 12.6cm from the connector pin. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.